Event description:
In review of published literature, these findings were noted: frederico bastos goncalves, md, an jairam, md, michiel t voute, md, adriaan d moelker, md, phd, ellen v rouwet, md, phd, sander ten raa, md, phd, johanna m hendriks, md, phd, and hence j m verhagen, md, "long-term clinical outcome and morphologic analysis after endovascular aneurysm repair using the excluder endograft copyright 2012 by the society for vascular surgery. Between (B)(6) 2000 and (b)(64) 2007, the 144 pts underwent endovascular repair of abdominal aortic aneurysm using gore excluder aaa endoprosthesis at (B)(6) medical center. (B)(6), the 88% of the pts were male. The article reports that four pts underwent a secondary intervention wherein percutaneous embolization of interior mesenteric artery (ima) and the lumbar arteries was performed.

Manufacturer narrative:
Results: a review of the mfg records for the device was unable to be conducted as the device size and lot number were unavailable. Conclusion: according to the gore excluder aaa endoprosthesis instructions for use, pts should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. Please note: as the publication did not reference a specific date, the date of event is the date the article was published online. Additionally, the article provided mean pt data. The pts are attributed to be (B)(6) males.